Manufacturer narrative:
H.11 - the UDI and device manufacture date kept blank since the given asset information found to be server. Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a configuration issue. A technical support specialist disabled the inactive user duration lock to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the users were unable to log in due to an error message indicating that the account was locked. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.